Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. All parts associated with cine playback were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would lock up during cine playback. No adverse pt involvement was reported.